Event description:
Information was received from a consumer implanted for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was last programmed 2 weeks ago and therapy was fine until 3 days ago. There was a return of symptoms; therapy was confirmed to be on. Stimulation felt stimulation strongly in her right butt cheek then had a hard time going to the bathroom on (B)(6) 2016. During the call, the patient increased settings from 1 volt to 1.2 volts. Event was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.